Manufacturer narrative:
Faultnumber = hardware error alarm (63), linenumber = 367, filenumber = 37, variableinfo = 03 00 00 00 00 00 00 00 00 3c, faultnumber = main processor communication alarm (4, filenumber = 32122, insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) and pump error 4 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that his insulin pump had received multiple pump errors. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. He was also assisted in performing self test and it was passed. The insulin pump will be returned foe analysis.